Event description:
It was reported that during a balloon aortic valvuloplasty, the annulus ruptured and the patient expired. The relationship of the valvuloplasty balloon to the death is unknown.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has not been returned for evaluation to date. The investigation is currently underway.